Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. Review of the stored egms noted oversensing of diaphragmatic myopotentials that caused inhibition and triggering of vf detection. The device was tested on the bench and no anomalies were found. The reported oversensing may have been resolved by different programmed device parameters.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pacemaker dependent patient experienced syncope. The patient had competitive rv lead that was used for pace/sense. It was noted that the rv pacing lead impedance was gradually increasing and patient had multiple vf episodes where noise was observed. Possibility of emi or myopotential oversensing was discussed. Physician elected to replace the pace/sense portion of the competitive lead with the currently implanted lead's pace/sense portion. Device was also explanted and replaced due to noise and oversensing issue.